Manufacturer narrative:
(B)(4). Exemption number: e2014012. Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). It was reported that the thread had a scratch in the middle which made the suture easy to break during tying of the knot.

Manufacturer narrative:
Samples received: 96 unopened pouches. Analysis and results: there are no previous complaints of this batch of which we manufactured and distributed (B)(4) units in the market. There are no units in stock in (B)(4). We have received 96 closed samples. Tightness test to the closed samples received has been performed and the units are tight. All closed units have been opened and removed from the packs and checked the surface of the thread. No defects have been found in any of the sutures. The thread surface on the closed samples received is correct and the usual one. We have tested the knot pull tensile strength of the closed samples received and the results fulfill the requirements: 1.56 kgf in average and 1.52 kgf in minimum (requirements: 0.97 kgf in average and 0.49 kgf in minimum). Reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfill b. Braun surgical requirements. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.